Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.25 x 20 mm quantum maverick monorail balloon ruptured. On the first inflation, the balloon was inflated to 20 atmospheres. On the second inflation, the balloon was inflated to 16 atmospheres and ruptured. The balloon was removed intact and was visible under fluoroscopy. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specs prior to shipment. "The most probable root cause for this complaint will be categorized as operational context because performance was limited due".